Event description:
A problem was reported with the cartridge not fitting properly on the pump. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support instructed the customer to remove the pump case, inspect the pump and pneumatic tap area, remove the o-ring, clean the area, and reload the cartridge. The customer successfully resumed insulin therapy.